Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 1954 mg/dl. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline, insulin, potassium, and phosphorus. Customer was discharged on (B)(6) 2023 with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and pump log review and confirmed that pump was functioning as intended and concluded that pump shutdown due to normal battery depletion.